Manufacturer narrative:
One device was returned for analysis of complaint that pump presents an occlusion alarm in the tube. Device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. Visual and functional testing was performed. Found defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump presents an occlusion alarm in the tube. There was no reported patient involvement.